Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead, implanted (B)(6) 2014; 4968-25 lead implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that a remote pacemaker transmission revealed rising superior vena cava (svc) and right ventricular (rv) lead defibrillation impedance. Impedance values remain within normal limits to date. Technical services discussed possible reasons for a gradual increase in impedance. No patient complications have been reported as a result of this event. The leads remain in use.